Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04294) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during normal device check, the device could not be interrogated. With the use of an ECG, it was observed that the device was not pacing. Device was explanted and replaced. Patient was asymptomatic and was fine post procedure.